Event description:
The central station and the bedside monitor failed to generate any audible alarms between 9:46 and 9:52 which is when the pt arrested. The pt was reanimated. The device alarm history points to the alarms being detected. Pt is in a coma.